Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing top case, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue was determined to be due to the top case.

Event description:
The customer contacted physio-control to report that their device would not recognize connected standard hard paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The device is returned to physio-control. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize connected standard hard paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.